Event description:
Procedure: thoracic. According to the reporter: the reload locked on tissue and had to be cut out of the tissue to be removed. There was no pt injury.

Manufacturer narrative:
(B)(4).